Manufacturer narrative:
(B)(4) - although a temporal relationship between the diagnosis of peritonitis and the fresenius products exists, there is no documentation that indicates there is a causal relationship between the fresenius products and the peritonitis. The clinic nurse identified the peritonitis was likely related to poor aseptic treatment technique, citing the patient not using a mask when setting up their cycler treatments. The patient has since received retraining on proper aseptic technique when performing their pd treatments, and continues with cycler therapy. The device was not returned to the manufacturer for physical evaluation, and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device history record review confirmed the labeling, material, and process controls were within specification.

Event description:
It was reported by the patient's peritoneal dialysis nurse that the patient was admitted to the hospital on (B)(6) 2016 for abdominal pain. A culture performed on that same day confirmed that the patient had contracted peritonitis. The patient was prescribed 1 gram of vancomycin to be taken daily, and has since recovered. The hospital physician communicated to the patient's nurse verbally that the results of the culture were "gram negative," but no official medical records have been made available. The nurse attributed this case of peritonitis to poor aseptic technique on behalf of the patient, who reportedly did not use a mask when setting up their treatments. The patient was discharged from the hospital on (B)(6) 2016, and has since received retraining on proper aseptic technique.